Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels were 443 mg/dl, 424 mg/dl and 274 mg/dl. The customer treated high blood glucose level with correction bolus. The customer did not mention any symptom related to high blood glucose level. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The insulin pump was not on auto mode at the time of the incident. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.